Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient stated the luer connector had cracked in half after they sat on the pump while at work. The patient confirmed that the pump continued to function normally and insulin delivery was not interrupted. The patient requested additional luer connectors. The agent advised the patient to change the cartridge and tubing and to check for any loose parts within the cartridge chamber. The patient planned to change supplies upon returning home and agreed to call back if any issues occurred. Follow-up attempts were made to ensure no further problems had been observed, and the patient later confirmed that no additional issues had occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.